Event description:
An operator was performing standard operations on the streamlab core unit. The operator tripped on one of the pins that protrude below the frame of the input/output module and fell down. The operator bruised her knee and did not require medical treatment. The operator reported no sustained injury due to this incident.

Manufacturer narrative:
A siemens healthcare diagnostics technical service consultant (tsc) was contacted by the customer. The tsc determined that the cause of the operator falling, was due to a protrusion of a pin below the frame of the input/output module. An urgent customer notification, (B)(4); october 2012, was provided to all streamlab automation solutions customers to inform them that siemens healthcare diagnostics has received reports from customers that the small pins at the bottom of the center door panel of the input/output module, which protrude approximately 5/8 inch (16 mm), have contributed to two trip and fall incidents. Customers are advised that when working in the area of the input/output module to be aware of the two pins that protrude and to use caution. They are asked to notify all streamlab operators in the laboratory to this potential safety issue and to post the notice on or near the system.